Manufacturer narrative:
The reported complaint of premature discharge of battery was not confirmed. The device was received operating at the elective replacement indicator (eri). Analysis of the device image indicates autocapture was enabled, and the device operated at high output settings. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further analysis performed showed normal device characteristics and no anomalies, with battery voltage at eri level. A longevity assessment was performed, and the implant duration exceeds projected longevity based on field settings, indicating normal battery depletion.

Event description:
During follow-up, the device was found to have reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.